Event description:
It was reported that this right ventricular (rv) lead had fractured rv wire and use the magnet to suspend therapy at times. Boston technical services (ts) referred the patient to a clinician to see about getting a magnet for this purpose. This non-bsc device remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).